Event description:
It was reported that during an unknown procedure, device fired without incident but jaws couldn't be opened after firing. Md test fired again using a towel and failed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/5/5022. Additional information received: there was only one defective stapler not two. Upon the review of the file, there is only one product with a complaint, and all reported information has been reported under the manufacturer report number: 005075853-2022-02735 for that product.